Manufacturer narrative:
E1: reporting institution phone#: (B)(6). A philips field service engineer (fse) was onsite and confirmed that the speaker needed to be replaced. The speaker was replaced and the device was operational after repairs were completed.

Event description:
This report is based on information provided by our philips remote service team. Philips received a complaint on the intellivue x3 monitor indicating the system displays a speaker malfunction. It is unknown if the device produced sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.